Manufacturer narrative:
As the reported complaint sample was disposed of by the user and not returned, angiodynamics is unable to perform a device eval. The customer's reported complaint description of the pt's intercostal artery being damaged is confirmed based on info provided by the angiodynamics' sales rep. F/u with the sale rep note that the drains are placed by the ir team post tavr procedure but are removed by the cardiac nurses. The root cause for the reported event is that the nurse failed to follow the if and did not unlock the catheter prior to removal. During remove, the suture string of the pigtail cut the intercostal artery requiring thoracotomy and sutures to repair. The sales rep has met with the physician assistant manager CT surgery and nurses in the cardiac department to demonstrate the proper removal of drains. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specs. The instructions for use, which is supplied to the end user with this device, states that there are two options for removal. Option one is to unlock the hub and option two is to cut the catheter. In both options, the suture is cut or goes slack allowing the pig tail to straighten out. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
As reported on (B)(6) 2015, an (B)(6) male patient had a total abscission drain placed in his chest after a (transcatheter aortic valve replacement) tavr procedure. While removing the drain, the attendant did not unlock the drainage catheter, causing the string to cut the patient's intercostal artery as it was removed. The patient required 20 units of blood and thoracotomy/ sutures to repair the damage. The patient was discharged to rehab, post procedure. It was reported the patient suffered no permanent harm or injury due to the event. It was reported the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Complaint # (B)(4).